Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken catheter was confirmed. The product returned for evaluation was one 5fr s/l powergroshong catheter. Usage residues were observed throughout the sample. A sliding suture wing was placed on the catheter shaft between the 43cm and 45cm depth markings. The sample was received in two segments which shared a complete break between the 54cm and 53cm depth markings. Microscopic inspection of the break revealed a dully granular fracture surface. The catheter exhibited an elliptical cross-section in the vicinity of the break. Tactile inspection of the sample revealed severe tensile weakness, necking and material discoloration in the vicinity of the break. The fracture features, tensile weakness, material necking, and discoloration were consistent with catheter material failure due to tensile (pulling) stress. The location of the break suggested that catheter securement, maintenance and access techniques may have contributed. H3 other text : device evaluaton findings are in the manufacturer's narrative.

Event description:
It was reported the PICC line had snapped whilst in situ in a patient's arm. The patient asked the chemo nurse to review her PICC line dressing due to discomfort. The patient had already applied extra elastoplast over the site dressing due to the old one lifting. The nurse found it difficult to remove the dressing due to multiple layers of the dressing in situ and, whilst doing so, the PICC like seemed to 'snap'. There were two parts of the PICC line one that had snapped and one that was in the patient. There was no reported patient injury. Patient had the line removed and then a new one inserted.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the PICC line had snapped whilst in situ in a patient's arm. The patient asked the chemo nurse to review her PICC line dressing due to discomfort. The patient had already applied extra elastoplast over the site dressing due to the old one lifting. The nurse found it difficult to remove the dressing due to multiple layers of the dressing in situ and, whilst doing so, the PICC like seemed to 'snap'. There were two parts of the PICC line one that had snapped and one that was in the patient. There was no reported patient injury. Patient had the line removed and then a new one inserted.